Event description:
During a device exchange procedure, insulation damage was visually confirmed on both the right atrial (ra) and right ventricular (rv) lead. Both leads were explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in three pieces. Visual examination found the outer insulation was damaged in multiple locations on the lead consistent with procedural damage. The cause of the reported event was isolated to the damaged outer insulation consistent with procedural damage.